Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a circumcision, a minute into the procedure, while closing the wound using a continuous suturing technique, the thread of the suture broke. It was stated that the absorbable suture been opened or removed from the packaging for 5 minutes prior to use. Another device was used to complete the case. There was no patient injury.